Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed ¿charge ilet¿ and was unresponsive while on a charger, and the user had been using an aftermarket cable; after switching outlets and removing the case, the device powered on and charged as intended, and the issue was resolved by replacing the charger and using the original cable. Symptoms included hyperglycemia with a reported blood glucose above 400 mg/dl for about one hour. Outcomes included use of back-up therapy with 9.5 units of insulin and negative ketone testing, without medical intervention or hospitalization. Investigation included technical troubleshooting and user education regarding proper charging components and techniques. Investigation of this case revealed a charging failure associated with use of an incompatible aftermarket cable, consistent with a power supply or charging accessory issue rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use of non-approved accessories leading to inadequate charging.